Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative reviewed the alarm log with the home patient. It was unknown if the home patient had any open clamps on the unused supply lines. The home patient setup again with the same supplies and encountered the system error 2240 alarm. The technical service representative explained the significance of the alarms. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Setting up again with the same supplies is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.